Manufacturer narrative:
It was determined that certain components may be out of spec, which could cause or contribute to a malfunction of the device and its ability to distract.

Event description:
Info provided states that during an iskd implantation surgery, two devices would not distract. Iskd lengthener, (B)(4) was implanted, but would not distract immediately after implantation and was removed. An alternate iskd device, (B)(4) was going to be implanted when it was observed that this device would not pre-distract and was not implanted. The surgeon elected to re-implant the original iskd device (B)(4) and it remained in the pt until explanted in (B)(6) 2009.